Manufacturer narrative:
D3 corrected. One sample and eight photos were received for evaluation. Visual and functional testing was able to verify and confirm the reported problem. The male luer was broken. The root cause was unable to be established. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the stud in the hard plastic broke and that the medicine leaked out of the cassette. The patient did not receive all the prescribed medication. There was no patient injury reported.